Manufacturer narrative:
(B)(4). The customer reported that after a recent servicing, the device experienced issues with charging for defibrillation from an external paddle set. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that after a recent servicing, the device experienced issues with charging for defibrillation from an external paddle set.